Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced dizziness. The clinician reported that the device had a very long pacing pause after an episode, before returning to normal ddd pacing. A data disk was sent to technical services for analysis. A review of the disk revealed that the vtr fallback rate was programmed to 30 bpm. The patient's heart rate was not below the 30 bpm rate during the episode. A guidant technical services consultant discussed programming the vtr fall back rate to 70 bpm. The device operated as programmed.